Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said the device hadn't done what it was supposed to do. The patient said they were in worse shape than when they got the device in the first place. Reviewed how to change programs. On programs 3, 4, and 6 they were feeling stim in the left cheek and hip. On programs 5 and 7 they were feeling stim a little bit towards the bike seat area but more in the left hip. The patient opted to stay on program 2 at 1.1 where they were feel some stim in the bike seat. When asked for the event date the patient said they didn't know but it was after the tech "reset" the device after a MRI. The patient had a bad fall in august and hit their head but not where the device is. The patient was redirected to their healthcare provider to further address the issue.